Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product: type: 0200-lead; implant date (B)(6) 2025 brand name: vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they were in the hospital due to pneumonia and when they got out a woman assisted them in the car and stepped the patients shoes and tripped. Patient slipped and hit their back with her whole weight and ever since patient have been having trouble on their back and legs. Patient stated it happen 2 weeks or 2 and a half week. Patient said that they charge all their devices and still not doing any relief. Patient said their therapy was on and they also tried increasing the intensity. Patient said they can feel the wire moving around and they changed the information provided earlier that the wife turn the therapy off. Patient did not attempt to get their external equipment on the call. Agent redirected to hcp but patient just moved. Agent mailed a copy of physician listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their shoes were stepped on and patient fell on their back and ever since then they had issues. Patient said they would only charge to 50% and no further, and patient would have stimulation on for 3 hours but they were still hurt like crazy and their leg was numb. Patient said they were tired of hurting. Agent asked, patient said they had not followed up with a doctor yet and never got the listings that were supposed to be mailed out last time. Agent again mailed physician listings to patient. Agent redirected patient to follow up with a healthcare provider to further address the stimulator issue and to contact a rep if needed.